Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2025. Log files were submitted for evaluation; the patient was admitted for sepsis. The infection was staphylococcus aureus gram positive cocci in the blood. The patient had symptoms of confusion, diarrhea and fever. They started on antibiotic therapy and surveillance computed tomography (CT) was completed. Compression of the outflow graft distal to bend relief was seen. They had stable hemodynamics, and the pump parameters were at baseline. The infection was treated with antibiotic therapy. Slight hemolysis was noted on labs, haptoglobin was normal and lactate dehydrogenase (ld) was 500. They presumed the small degree of hemolysis was caused by sepsis not the device and it resolved with sepsis treatment. The outflow graft wrapped was in gore-tex and the site felt that that the compression was from buildup of material between gore-tex and outflow graft. The compression would be followed closely. There was no indication to intervene as all ventricular assist device parameters were stable. The patient was discharged was (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the provided video confirmed findings consistent with the report of an extrinsic outflow graft obstruction (eogo). Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The provided computed tomography (CT) video appeared to capture a buildup of material between the bend relief and outflow graft, confirming compression of the outflow graft that appeared to be consistent with eogo. The controller event log file contained events from (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), sepsis, and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. This section, (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.